Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.